Event description:
Patient had stereotactic ring placed for treatment with stereotactic radiosurgery for right sided trigeminal neuralgia. When the ring was removed after treatment, the physician was unable to locate the tip of the pin. Upon examination, it was noted that the left frontal pin cracked leaving the metal tip in place. Removal of the pin had to be performed in the operating room after failure to locate it in clinic.